Manufacturer narrative:
UDI: (B)(4). Reporter¿s complete address and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device no longer runs was not found. However, it was noted that the motor and gear were worn and failed test for excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air oscillator device no longer runs. During service and evaluation, it was observed that the device failed pre-test for excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.